Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The most recent out of range measurement triggered a red call doctor on the patient communicator. The patient advocate indicated they were awaiting a callback from the clinic. Additional information is being requested from the field. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.